Manufacturer narrative:
A ge service representative performed an on site investigation. The software was re-installed and the transformer connections tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 8800 system had an error message during a case. The procedure was completed without incident. No patient injury was reported.